Manufacturer narrative:
Upon investigation of the actual device involved in the incident, it was determined that the issue might have been caused by a scheduled critical override set from 7 pm to 8 pm, which possibly extended beyond its scheduled downtime. A technical support specialist confirmed that the customer reported no issues with the station and that no station was on critical override at the time of inquiry. Based on this confirmation, the case was initially cleared for closure. The system functioned as intended after the technical support specialist verified the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.